Event description:
The customer reported that the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended replacing the psol valve. Covidien was not authorized to service the device.